Manufacturer narrative:
H11: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. A photograph of the alarm screen was provided and visual inspection confirmed the reported alarm ¿alarm b1871 ¿mismatch effluent scale¿¿. The machine¿s log file was reviewed, and it was observed that there was a measurement divergence of thirty grams between the scale¿s two load cells. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be related to the out of specification weights on channel 0 and channel 1 of the front effluent scale, and the cells were calibrated to address this issue. Alarm situations would only result in delay in therapy and are intended to notify the user of conditions with the machine or setup. This is not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E!: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismax machine, an effluent scale load cell mismatch alarm was triggered and the treatment was ended without the extracorporeal (ec) blood being returned to the patient. No patient symptoms were reported; however, the patient received a blood transfusion. No additional information is available.